Event description:
The customer reported that the trilogy evo portable ventilator failed system setup testing. The failure was identified outside of clinical use, and no patient involvement was reported. The device was removed from service for evaluation. Service evaluation confirmed a device malfunction during system setup testing. The aecm and 3-way solenoid valve were identified as faulty and were replaced as reportable components. In addition to replacement of the aecm and 3-way solenoid valve, a full performance verification test (pvt) was conducted in accordance with the manufacturer¿s specifications. The device passed all functional testing and was returned ready for clinical use. The investigation is complete.